Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage observed during a visual inspection of the pump. During testing, the pump powered on with vibratory and audible sounds. The display screen was discolored. A test screen was installed and displayed normally. All keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was not working properly. No additional information was provided. This report is made based on the allegation that the pump was not working properly.